Event description:
Rptr called on behalf of her roommate who was experiencing the er1 message. Rptr stated that she thought her roommate had not put enough blood on the teststrip. Rptr said they turned the meter off and didn't retest because they lacked teststrips. At the time of the er1 message roommate was not feeling well; heart problems, and high blood glucose at the time. Rptr said they did not compare the confirmation dot with the color chart.